Event description:
In 2008, the lay-user/patient contacted lifescan alleging that the onetouch ultra mini meter and the test strip will not draw the sample into the test area. This medical affairs specialist contacted the patient to clarify information obtained from the initial phone call the following month. The patient tests her blood glucose twice per day and controls her diabetes with 70/30 mixed insulin and novolin nph. The patient takes a set unit of insulin and is not on a sliding scale insulin regimen. According to the patient, after the sample not drawn in issue began, the patient was unable to obtain a blood glucose reading on the subject meter. The patient reportedly had symptoms described as "shaking, lightheaded, and hunger" off and on the day the reported issue began. The patient reportedly took food/beverage and the symptoms abated sometime after. The patient feels that had she had a functioning meter, she could have prevented the intermittent alleged hypoglycemic episodes on the day of concern. The patient's testing frequency and diabetes insulin regimen has not been changed immediately prior to or after the reported issue began. During troubleshooting, the customer care advocate verified that the testing technique was correct. However, the reported issue was not resolved. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hypoglycemia after she was unable to obtain a blood glucose reading, due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.